Event description:
Caller tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.